Manufacturer narrative:
E1: patient city: (B)(6). Patient country: uruguay.

Event description:
Reference number (B)(4). Event occurred in uruguay. It was reported that the patient an infusion set tubing detachement event on (B)(6) 2025. Infusion set was used for one day. No further information available.